Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a insert new sensor message occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause could not be determined. The reported event of a insert new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.